Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/19/2019. The (gas delivery system)gds (assy, manifold, gds) was returned to the fi(failure investigation) lab for evaluation. Optical inspection of the gds (assy, manifold, gds) revealed no damage or contamination. The returned gds failed the oxygen flow testing as well as the oxygen concentration accuracy testing. The failing component has been isolated to the u1/u3 of oxygen flow sensor. Replacing the u1/u3 on submitted unit removed the failure. The manufacturer¿s field service engineer (fse) replaced the defective (gas delivery system) gds to address the reported problem. The unit successfully passed the required performance verification test. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submitted unit failed due to oxygen flow sensor caused by u1 drifting out of specification.

Event description:
Failure investigation found oxygen flow sensor out of specification during investigation for original (B)(4) (air flow accuracy failed.) The device was not in use at the time of the reported event; therefore, there was no patient involvement.